Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) was unresponsive. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and confirmed the malfunction. The cse replaced the graphical user interface (gui) touch frame printed circuit board (pcb). The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien reference # (B)(4)